Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the bottom ring connecting their oral-b toothbrush head and their oral-b device came off, making the connection between the two very loose, which often led to the toothbrush head falling off while they brushed their teeth. No injury was reported.